Event description:
It has been reported to philips that the system was not booting up and stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the device would not start up. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The diagnosis procedure was aborted and completed by moving patient to another room. The remote service engineer (rse) inspected the system remotely and analyzed the log file. Analysis of the log file confirmed that the power supply located at the rear of m cabinet has low voltage output. The rse advised the customer to replace the power supply. The customer replaced the low voltage power supply. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.